Event description:
It was reported to philips that the heartstart mrx device experienced problems with co2 calibration. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint regarding the heartstart mrx, indicating issues with co2 calibration. There was reportedly no patient involvement. The problem was discovered during testing, and it was confirmed that the device did not give a "calibration overdue" message. Additionally, the reported issue was not caused by any specific problem, so the co2 module was calibrated after being evaluated by a coordinator. Based on the information available and the testing conducted we were unable to replicate the reported problem. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer's site. No further action is warranted at this time. H3 other text : results provided by the coordinator.

Manufacturer narrative:
Philips received a complaint regarding the heartstart mrx, indicating issues with co2 calibration. There was reportedly no patient involvement. The problem was discovered during testing, and it was confirmed that the device did not give a "calibration overdue" message. Additionally, the reported issue was not caused by any specific problem, so the co2 module was calibrated after being evaluated by a coordinator. Based on the information available and the testing conducted we were unable to replicate the reported problem. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer's site. No further action is warranted at this time.